Event description:
The customer reported, her adc freestyle libre 2 sensor, did not trigger alarm when her glucose was low. The customer further reported, she experienced symptoms of disorientation, unresponsive, and ¿hypothermic¿. And was unable to self-treat. The customer went to a hospital, where she was diagnosed with hypoglycemia and hospitalized. The customer was provided unspecified treatment for hypoglycemia. And additionally, administered "thyroid appetite¿ and "drops for the eyes". As well as novorapid and ¿toscheo¿ (insulin). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software, the sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. The sensor was activated using a known-good reader. Linearity testing has been performed, and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6).

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre 2 sensor did not trigger alarm when her glucose was low. The customer further reported she experienced symptoms of disorientation, unresponsive, and ¿hypothermic¿, and was unable to self-treat. The customer went to a hospital, where she was diagnosed with hypoglycemia and hospitalized. The customer was provided unspecified treatment for hypoglycemia, and additionally administered "thyroid applette¿ and "drops for the eyes", as well as novorapid and ¿toscheo¿ (insulin). There was no report of death or permanent impairment associated with this event.